Event description:
I went in for an MRI. I have a knee replacement and was never told that it wasn't safe. The MRI machine shocked me, slammed my leg into each side and held it suspended by electric shock. I screamed for help. The tech had no clue. Did not warn me, did not offer me emergency help. I had incredible pain and emotional traumas from it. During the early morning hours of (B)(6) 2024 I had involuntarily lost bladder control. I sought help at 10am. My spine CT came back abnormal. I went 100 miles south to higher level of care and diagnosed with saddle anesthesia. I have pain and loss of sensation and residual urine left after voiding. I will need to see neurosurgery. I am on high steroids to help buy time as we develop a plan as my spine is fused from t2 to l2 and l5 to s1. I also have to see ortho as my knee joint is under open recall I was not informed of when placed in 2021. I will need ongoing care. I have suffered effects of the knee that are linked to the recall.